Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer did not open when medication was initially issued. A technical support specialist remotely accessed the station and found no issues. The user then rechecked the system and successfully issued the medication. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer did not open when trying to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.